Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07373; 2938836-2020-07375. It was reported that the patient had postoperative cardiac tamponade leading to infection and further disease progression. This led to multi organ failure causing death of the patient. As per the physician, the cause of patient's death was pericardia infection caused due to cardiac tamponade. The physician did not allege that the device or related implant procedure contributed to infection or death.